Event description:
The customer observed an increased frequency of error code 1007 (unable to process test, activated read failure) generated from the architect i200sr analyzer. The customer stated the error started to occur 3 times per 100 tests per day, often with the architect hepatitis b surface antigen assay, when reaction vessel (rv) lot 68553p100 was in use. The customer support center explained to the customer there was a possibility the frequency would change with a change in rv's. There was no impact to patient management.

Event description:
On 06/23/2009, the user facility ((B) (4)), reported that the flexible pvc tubing became disengaged from an arterial blood filter that was included in an extracorporeal cardiopulmonary bypass circuit. The user facility reported that there was no loss of blood as a result of the incident (indicating that the event occurred during set-up and priming of the circuit) -and that the filter/tubing were replaced and the procedure was completed without further incident. There were no injuries to the pt as a result of the event. (Note: the connection between the tubing and the filter is a connection that is made by the user facility and not by the MFR).

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.